Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she received off no power alarm, motor error alarm and no delivery alarms. The customer's blood glucose was 78 mg/dl at the time of incident. The customer stated that the insulin pump was asking her to rewind. The customer stated that the insulin pump did not alarm motor error after rewinding and manual prime. The customer performed displacement test and the insulin pump passed. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that she did not received low battery alert before the off no power alarm occurred. The insulin pump will not be returned for analysis.